Event description:
Additional information received: date of event: 08oct202.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs which displayed a 20g nexiva device in a plastic bag from reference number (B)(4), lot number 3011703. The device exhibited evidence of use. The needle had been removed from the catheter adapter and tape was wrapped around the extension tubing. What appeared to be blood residue was observed within the catheter tubing. No blood could be seen at or around the septum within the catheter adapter. The reported issue may occur if the septum and canister are damaged or misaligned; however, no damage or defects could be confirmed from the photographs. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd nexiva 20ga 1.00in hf y leaked at the septum. The following information was provided by the initial reporter: upon completion of establishing an IV, with the nexiva 20g x 1in. Hf dual catheter, blood leaked out of the gray in-line port located on the back of the 20g catheter. I believe the probable cause was a defect in the product. The IV was terminated and a new IV was placed.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.